Event description:
It was reported during peritoneal dialysis (pd) therapy training, the nurse observed a leak from the transfer set. It was further reported "the location of the leak was unknown despite the connection being tight". Later that day, the patient experienced belly pain and cloudy effluent. The transfer set was changed, and the patient was treated with cefepime (1.5 grams, "continue for the week") vancomycin (1.5 grams. "Continue for the week"). The following day the patient was diagnosed with peritonitis. The cause of the leak was not reported. It was reported the patient was not hospitalized for the event. At the time of this report, the abdominal pain and cloudy effluent were resolved, the peritonitis outcome was not reported. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Based on additional information received, the transfer set was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. Integrity testing was performed between patient adapter and an in-lab titanium adapter; there was no connection issue or leak observed. The reported condition was not verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.